Manufacturer narrative:
The pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump rewound properly. No unexpected pump error 41 alarm during testing was noted. However, found corroded motor home switch. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor power supply voltage error. The patient's blood glucose at the time of incident was 308 mg/dl. Troubleshooting was initiated and the customer was able to rewind the device after many tries; however, the motor power supply voltage error alarm recurred. The customer tried to put the insulin pump in storage mode and then turned it back on, but the alarm recurred once more. The insulin pump will be returned for analysis.